Event description:
MFR received a report of a hanger bar becoming detached form the boom of a pt lift. The hanger bar fell into the pt's lap but landed on the armrests of his wheelchair. The pt did not sustain any injury.